Event description:
Additional information was received and stated that no pieces were left in the patient. The patient was in stable condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: product investigation: the product was returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that depth gauge 2.7/3.5 0 - 60 was found broken at the tip needle. The fragment was not received. No other issues were identified. A dimensional inspection for the depth gauge 2.7/3.5 0 - 60 was not performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of the medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge 2.7/3.5 0 - 60 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.133.080. Synthes lot: mgxs670. Supplier lot: mgxs670. Release to warehouse date:16 dec, 2019. Supplier: mack molding company. No ncrs were generated during production. Device history review (DHR): a review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with philos for proximal humerus fracture. The depth gauge in question was broken 2cm from the tip of the depth gauge while measuring the distal locking screw. The image showed that the broken tip remained in the body. Since the broken tip was protruding from the other side, the surgeon was able to remove the remaining tip from the body with forceps. Although the tip of the depth gauge in question was not bent, the surgeon felt something strange when he used it for the 1st measurement. The tip was visually checked and there was no abnormality as far as the surgeon could see. The second measurement was completed without any problem, and then, the depth gauge in question was broken off during the third measurement. The surgery was completed successfully within 30 minutes delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.